Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 475mg/dl. Customer current blood glucose was 157mg/dl. The customer was treated with manual injections. Based on customer report customer does not allege pump was under delivering. Troubleshooting was performed for under delivering. The product was not returned for analysis.